Manufacturer narrative:
The device was not returned, however, the lot number was provided. Review of the device history record for this lot is forthcoming. A supplemental report will be submitted with any relevant information.

Event description:
It was reported that the trained physician attempted arteriotomy closure with starclose vascular closure system after an unknown procedure. The clip fired; however, upon removal, the wings remained open. The physician cut the device and the device was removed. Upon removal, it was noted that the wings were closed. There was no patient injury. No additional information available.